Event description:
Art line tubing "exploded" when it was flushed after drawing blood. Broke off as tubing entered vamp chamber. Pt, nurse, floor and respiratory therapist all ended up with blood on them.